Manufacturer narrative:
The affected evita xl device and its logbook were available for the examination. Based on the logbook analysis, it could be confirmed that on (B)(6) 2020, at 04:56 a.m. The device detected an internal failure which caused warm starts. The investigation identified a malfunction of the dosing plunger of the mixer cartridges as root cause of the reported event. The resulting change in power consumption was detected by the internal monitoring system and warm starts were performed to remedy the situation. One minute after these warm starts were initiated, the unit was actively switched off at 04:57 a.m. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Directly with the start of ventilation an alarm "mv low" is triggered, which continues until the applied volume is greater than the lower set limit for the minute volume. In case of an unsuccessful warm start a continuous acoustic alarm would be activated, and the emergency breath valve would remain open. The warm starts are repeated until the unit is switched off. According to the logbook, the event was indicated to the user with the corresponding alarms visually and audibly. There are no entries indicating a failure of the alarm system as reported by the user. The alarm behavior of the device was successfully checked in the manufacturer's repair shop and the required alarms could be generated. The reported odor could be attributed to the heating of the drive coil in connection with the described device behavior; the function of the drive coil was not impaired. The device reacted as specified by initiating warm starts in order to remedy the internal failure and it generated corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during the night of (B)(6) 2020 the evita xl ventilator failed abruptly and without warning. Afterwards it smelled charred in the patient's room. When the patient was suffering from oxygen deficiency, the monitor alarm sounded. The oxygen saturation dropped relatively quickly to 36%; (normal value over 94%). At the same time, an additional device for inhalation sedation (drager vamos/anaconda) alarmed. However, this is not used for every patient and it only coincidentally triggered an additional alarm in this case. Until a new ventilator could be brought in, tested and connected, the patient, whose lung and circulation function were unstable, had to be ventilated with a ventilator bag. As we were informed, there were no signs of serious injury or permanent impairment, no additional medication was required, and the patient's hospital stay was not extended by the event.